Event description:
It was reported that the table locks did not actuate when the foot pedal was released as the pt was being prepared for an exam, causing unexpected lateral motion of the tabletop without resistance (lateral float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
Upon discovery of the unexpected lateral float, the site was still able to use the table for the exam when they used the redundant mechanical interlock to inhibit lateral motion. The ge field engineer (fe) evaluated the system and found a damaged microswitch. The fe replaced the microswitch and verified that the table locks were performing according to specifications.